Event description:
It was reported that a patient was experiencing an increase in seizures. The patient's caregivers told the physician that the patient's seizure activity had increased. It is unknown if the increase in seizures is above the patient's pre-vns seizure frequency baseline. The physician noted on (B)(6) 2015 that an end of service warning was present during interrogation. However, a battery life calculation does not support that the battery is at end of service. The patient has daily seizures and has a history of status epilepticus. The patient was referred for replacement surgery. While surgery is likely, it has not occurred to date. No further relevant information has been received to date.

Event description:
The increase in seizures was at the same frequency of the patient's pre-vns baseline frequency. It was clarified that the battery status was ifi = yes. The patient had prophylactic generator replacement surgery on (B)(6) 2015. The explanted product has not been received to date.

Event description:
The explanted generator was discarded by the explanting facility.